Event description:
The user is experiencing pain with the device since (B)(6) 2023. The magnet strength is reportedly appropriate for the skin flap thickness.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the limited information received the recipient experiences pain. Despite requested no further information has been received. A root cause for the reported pain cannot be determined.

Event description:
The user was experiencing pain with the device since (B)(6) 2023. The magnet strength was reportedly appropriate for the skin flap thickness. The user was not using the device for a while.